Event description:
It was reported that during vacuum assisted biopsy procedure the device allegedly had difficulty to remove. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one encor biopsy probe was retuned for evaluation. During visual evaluation, the probe had blood residue and no other anomalies were noted on the device. The encor probe base was received broken. The valve body and indexing pointer were noted to have damage. The proximal retaining cap was glued to the probe. Due to the condition of the device functional testing was not performed. Therefore, the investigation is inconclusive for the reported difficult to remove as functional testing was not performed for the device. Six electronic photos were provided and reviewed. The first & last photo shows the label of the product and the product catalogue number, second & third photo shows that the needle is injected into the patient's breast and third & forth photo shows the marker pva pad is bloody and found pushed outside the aperture of the needle. Therefore, based on the photo review, the reported difficult to remove could not be confirmed. One medical image was provided and reviewed. The image demonstrates a probe targeted to a target with stereotactic imaging. The bowl of the probe is open in this image. A grouping of calcifications can be seen and this image may show a pre-fire positioning of the biopsy probe. Therefore, based on the image review, the reported difficult to remove could not be confirmed as it is unclear whether this photo was taken before, during or after completion of the biopsy. Hence overall investigation is inconclusive for the reported difficult to remove issue. A definitive root cause for the alleged difficult to remove could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and image were provided for review. The investigation of the reported event is currently undererway expiration date: 01/2022.

Event description:
It was reported that during vacuum assisted biopsy procedure the device allegedly had difficulty to remove. There was no reported patient injury.